Event description:
This case was initially received via regulatory authority (B)(6) on 05-jul-2017. This retrospective pregnancy case was reported by a consumer and describes the occurrence of device expulsion ("both coils had moved into my uterus and just outside my uterus") and pregnancy with contraceptive device ("became pregnant") in a female patient who had essure inserted for birth control. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6)2016. In 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with genital haemorrhage. Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient will be treated with surgery (she is in urgent list to have surgery to have the coils removed). Essure treatment was not changed. At the time of the report, the device expulsion and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for device expulsion and pregnancy with contraceptive device with essure. The reporter commented she became pregnant in (B)(6) 2016 almost 3 years after the coils had been implanted. Both coils had moved into her uterus and just outside her uterus. The bleeding due to irritation to her uterus, is progressively getting worse. She have been bleeding now nearly every day for two months. She is on an urgent list to have surgery to have the coils removed. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority health (B)(6) (reference number: mds (B)(4)) on 05-jul-2017. This retrospective pregnancy case was reported by a consumer and describes the occurrence of device dislocation ("both coils had moved into my uterus and just outside my uterus/it was found that one of the coils had migrated again by my tailbone and was in threat of perforating my bowels"), pregnancy with contraceptive device ("became pregnant") and genital haemorrhage ("bleeding due to irritation to my uterus, is progressively getting worse/gushes of blood") in a female patient who had essure inserted for birth control. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2016. In 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (partial hysterectomy and removal of the migrated coils). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation was resolving and the pregnancy with contraceptive device and genital haemorrhage outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for device dislocation, genital haemorrhage and pregnancy with contraceptive device with essure. The reporter commented she became pregnant in (B)(6) 2016 almost 3 years after the coils had been implanted. Most recent follow-up information incorporated above includes: on 12-jul-2017: consumer provided hcp contact details. She stated: it was found that one of the coils had migrated again by my tailbone and was in threat of perforating my bowels. Partial hysterectomy was performed and the migrated coils were removed. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.